Event description:
Customer reported a malfunction indicated by malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was guided by technical support to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if any issues arise again. No further actions were necessary at this time.